Event description:
The patient was implanted with two leads with the same lot number. It was reported that the patient was sent to the emergency room due to blood clots in his lungs. His trial leads were removed and he is currently in ICU.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.